Manufacturer narrative:
Medtronic received additional information that the insertion site was sutured with common sutures. No closure device was used. The second cannula was not used during the case. This cannula was from the same lot as the cannula that was used and the customer returned it solely for analysis. Conclusion: after investigation at medtronic and our supplier, the complaint is confirmed for no side holes being present on the cannula body. This complaint is the result of a manufacturing issue. The operator is to inspect each hole in the tube with a fixture to ensure there are no slugs left in the part by passing the pegs through the holes. As the holes were missing from the two returned devices, this processing step appears to have not been performed properly. A complaint notification memo along with the product has taken place with the appropriate manufacturing personnel. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received from january 2021 through february 2023 for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. There were no adverse patient effects as a result of this incidence. Medtronic has made its supplier aware and will continue to monitor for future occurrences and trends. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: visual inspection of the returned device showed no evidence of any holes in the side. The reason for return was confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, of a dlp femoral venous cannula, it was reported that the cannula had relief problems and after removal of the cannula it became apparent that the lateral perforations were completely absent. There was no adverse patient effect reported with this event. Medtronic received additional information that the device was inspected prior to use but not in detail. It was stated that there was no damage to the cannula body or tip. Medtronic received additional information that the flow was lower than expected. The customer stated that the holes were missing from the cannula. Medtronic received additional information that the customer was able to get a sufficient drainage in total by inserting another cannula via the superior vena cava. Medtronic received additional information that the same insertion site was not used to insert the second cannula. The customer confirmed that there were no adverse patient effects because of this issue. A second cannula with no perforations/holes was returned to the analysis lab.